Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified right coronary artery. The balance guide wire was advanced without issue in the anatomy, however during removal of the guide wire, the tip separated. There was no resistance during removal. Two additional unspecified guide wires were used to trap the separated tip and retrieve it from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.